Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's wife states the infusion set tubing has broken at the connector piece. She states that this has occurred on several infusion sets over the past few months. Customer's wife states this has caused customer's insulin to leak as he sleeps. Wife states that customer was able to connect and new tubing on his own and give himself a correction bolus. No treatment or outside assistance was required. Wife attributes the high blood sugars to the leak. No adverse event reported. A request was made for the return of the device.